Event description:
In 2000, the MFR received a medwatch report along with a consultation report, operative report and history and physical examination report. The medwatch report states the following: pt status post placement of device for long term IV access secondary to lupus. Chest x-ray revealed broken tip of catheter in their pulmonary artery. Pt was admitted to hosp and catheter tip was removed in the cath lab. The device was removed in surgery. The report also states that the pt had a 103 degree temperature with non-productive cough. Their primary care physician ordered a chest x-ray. The history and physical examination report states that the pt's chief complaint was "pt had been coughing and did not feel well." No further details were provided at this time. 15 days later, the MFR received a fax from the facility's corporate compliance officer that states: due to the probability of litigation and upon advise from their attorney the device in question will not be returned to the MFR for analysis. No further details are available.